Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported the manufacturer representative (rep) was in a procedure and was testing the leads without extensions. All impedances were greater than 20,000 ohms when testing the implantable neurostimulator (ins). The rep reran impedances at 3 volts and all values were greater than 40,000 ohms. The patient was able to feel stimulation and received good coverage during the operation when the leads were connected to the multi lead trialing cable. The patient had an epidural blood patch following which the impedances in the mltc and ins were all out of range, greater than 20,000 ohms, when testing at 1.5 volts. The rep tested the leads when the patient was in recovery and the patient received great coverage. Impedances were checked and tested in range.

Event description:
Additional information received reported that the cause of the impedance issues was thought to be a blood patch, and was not device related. No lead fractures were noted. The patient was getting great coverage and was receiving effective therapy.